Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had hospitalized due to high blood glucose level on (B)(6) 2022. Blood glucose level at the time of hospitalization was over 500 mg/dl. The current blood glucose level was 260 mg/dl and another blood glucose level was 232 mg/dl. Customer was hospitalized overnight and treated with insulin drips. Customer had been using insulin pump within 48 hours of reported. The auto mode feature was active at the time of incident. The troubleshooting was performed. No further patient complication were reported. The customer will discontinue the use of the device.